Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient¿s sensor failed. At an unspecified time later that same day, the patient began experiencing vomiting. Emergency medical services (ems) were contacted, and the patient was transported to the emergency room (ER). Upon evaluation in the emergency room, the patient¿s blood glucose meter reading was reported to be 500 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with insulin. Blood work and an x-ray were also performed. The reporter was not aware of any additional medications or treatments, as she was not present with the patient. At the time of the report, the patient was described as ¿fine¿ but remained hospitalized for more than 24 hours. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.